Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 3000 mcg/ml fentanyl at a dose of 1170 mcg/day, clonidine at an unknown concentration and dose, bupivacaine at an unknown concentration and dose, and baclofen at an unknown concentration and dose via an implantable pump for non-malignant pain and radiculopathy. It was reported that a motor stall occurred and the patient did not recently have a MRI. The representative got a call from the hcp stating the patient heard the pump beeping early in the morning and upon interrogation, the pump showed a motor stall occurred on (B)(6) 2016. The pump status and/or the log report showed a motor stall occurred. The patient was experiencing increased pain. This was considered a sudden change in therapy/symptoms. The plan was to do a catheter dye study and change out the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.